Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and mildly calcified proximal right coronary artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilation in which restenosis was observed in a 4.0mm non-boston scientific stent, which was also slightly flattened. However, during inflation at 12 atmospheres, the stent was slightly pulled, and the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.